Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet due to an incorrect pairing code displayed on the pump; the user corrected the code, established pairing, and then recalibrated the g7 after observing a discrepancy between cgm (106 mg/dl) and fingerstick (171 mg/dl). Investigation included technical support troubleshooting and user education on pairing and calibration. Further investigation of this case revealed user setup error related to the pairing code, with device performance restored after correction and calibration. There was no user reported clinical symptoms, and no reported adverse clinical effects during the event. Outcomes included no impact on daily activities and no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event resulted from user error during setup rather than a device malfunction.